Event description:
A customer reported, having expired test strips and not being able to perform a blood glucose test with her medisense optium blood glucose meter. The customer reported experiencing the following symptoms: sweating, very hot, fainting, and also losing consciousness and being in a "diabetic coma". The paramedics were called and gave her glucose and an unk oral medication. The customer reported, not being taken to the hospital and also not being diagnosed with hypo- or hyperglycemia. There was no report of death or permanent impairment associated with this event. Note: the treatment given by the paramedics (glucose) indicates the customer had low blood sugar not high blood sugar. This is not consistent with the report of a "diabetic coma."

Manufacturer narrative:
No meter is expected to be returned. The event was not related to the meter, but to the customer having expired test strips and not replacing them.